Manufacturer narrative:
Additional information: correction: evaluation summary: post market vigilance (pmv) received one device.the visual inspection of the devices noted; the insufflation ports were cracked. The obturators, trocar balloons, lock collars and valve doors appeared intact. The inflation syringes were received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cracked insufflation ports may occur when mishandled during clinical application. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gallbladder procedure, two of the device balloons did not inflate. A new device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.